Manufacturer narrative:
The package was returned and inspected. The shrink wrap was not returned, the tamper-proof seal is intact but the opposite label spanning two sides of the box was cut an the cardboard flaps were partially cracked/worn. There is adhesive transfer on the outer cavity edge. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the component. The reporter confirmed that both the shrink wrap and labels were intact just before opening and noticing the missing outer (B)(6) lid, which was not in the box. The results of the visual inspection of the returned package only lead to the conclusion that the box was opened on the wrong side. An investigation cited the presence of adhesive on the outer cavity as evidence that the outer lid had been applied during manufacturing. Also, there are both a manual and an electronic record indicating that the inspection of this lot was completed and the outer lid was present at that stage. Once the inspection is passed, the sealed cavity is immediately inserted in the carton that is sealed closed. Therefore, there is no physical opportunity for the lid to be removed during final packaging. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the the outer tyvek peel back lid was missing and the component sterility was compromised.